Manufacturer narrative:
Continuation of d10: product ID 3093-28, lot# v519456, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-14 additional information was received from the patient. The patient reported that they had notified their managing doctor about the issue. The patient stated that office personnel insisted that the manufacturer needed to make a dual appointment. The manufacturer employee that the patient spoke with stated that the patient's provider knew the rep that worked with their office, but the employee did not so the provider would have to be the one to set up the appointment. The patient had attempted to get an appointment with both their provider and a rep multiple times to get help with entering MRI mode to no avail.

Event description:
On 2026-jan-30 additional information was received from the patient. The patient stated that they had contacted their provider twice in december and three times in january. The patient stated that they finally got an appointment scheduled after their provider refused to give them one due to them thinking that the manufacturer should be the one scheduling it since a dual appointment was necessary.

Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# v519456; implanted: (B)(6) 2010 explanted: (B)(6) 2018. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3093-28 (lot: v519456); product type: 0200-lead; implant date (B)(6) 2010; explant date (B)(6) 2018 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. It was reported that patient said they had their lead replaced because two leads broke. 'T show patient how to put device in MRI mode and check eligibility because of external devices were dead. Patient request to be sent MRI mode instructions.